Event description:
A male patient with history of hypertension, atrial fibrillation with pacer defibrillation, and throat/neck cancer post radiation/chemotherapy presented to interventional radiology for gastrostomy tube replacement. A 14 french gastrostomy tube was placed in the morning under fluoroscopy guidance and air tested to confirm position. The wife of patient notified facility approximately twelve hours later that tube had "fallen out" at home.patient returned to interventional radiology the next day and a new 16 french mic gastrostomy tube was placed that morning. The position was verified with fluoroscopy and air tested to confirm position. The wife of the patient brought the tube that had originally been inserted to the interventional radiologist who attempted to inflate the balloon and discovered that the balloon had ruptured. A possible failure of the device was that the balloon ruptured within twelve hours of insertion.